Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mmx3.00mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and moderately calcified right coronary artery. After a 7f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation was performed with a 2x12 maverick balloon catheter resulting to 40% residual stenosis. A 3.00x24mm promus element drug-eluting stent was advanced but failed to track down the lesion. Another wire was used for better support but still it failed to track the lesion. However, during removal, it was noticed that the stent struts were lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.